Event description:
During a robotic hysterectomy, the needle broke during closure of the cuff. All the pieces were retrieved. Additional suture was opened to complete the procedure. No pt consequences reported. (B)(4).

Manufacturer narrative:
The actual device will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. W/o the finished good lot number it is not certain if there were any quality issues against the needle component or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Fifteen (15) device history records were reviewed. There were no non conformances issued for these lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, information has not been received from supplier. Finished good product were received into inventory without quality issues. The product from these finished good lots and all of the components met surgical specialities puerto rico inc., requirements throughout the incoming, manufacturing and the final inspection process. (B)(4).